Event description:
It was reported via repair work order that the bed was not going up/down due to the power cord being disconnected from the bed side. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.